Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, insufficient negative pressure was seen with two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k230855. Investigation summary: bd received two photos for investigation. The photos show two samples that are underfilled with specimen. Additionally, twenty retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.